Event description:
Information was received indicating that a cadd administration set, under infused the drug vancomycin. It was reported the patient flushes easily with brisk blood return. Per reporter volume was 600, stop volume 13.2, measured volume 62 and the calculated under infusion was 8.3 percent. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Report source: (B)(6).